Event description:
It is reported that the patient faced adhesive issue with two infusion sets on (B)(6) 2026 as tape was not sticking. It was stated that the infusion set fell out that leads to high blood glucose and was treated with bolus delivery.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.